Event description:
It was reported that prior to a stent placement procedure when attempting to remove the protective sleeve the stent was dislodged within. The procedure was completed using another device. There was no patient contact'

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the fourth complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the lifestream device was returned for evaluation. The stent was positioned on the balloon and over the distal cone, it was dislodged by 9mm. The sleeve was present on the catheter and stent and past the distal tip by 40mm. The distal section was squashed for a length of 20mm. This damage likely occurred during the attempted removal of the sleeve by the user. There was no evidence to indicate the balloon had been previously inflated, its pleats, folds and crimp indentations were intact. The result of the investigation is confirmed for the reported stent dislodgment issue. The root cause for the reported stent dislodgment issue could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: the lifestream balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Warnings ¿ do not use if packaging/pouch is damaged. ¿ use the device prior to the use by date specified on the package. Storage store in a cool, dry place. Keep away from sunlight. Use the device prior to the use by date specified on the package. Directions for use endovascular system preparation 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. H10: d4 (expiry date: 10/2023).

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2023).

Event description:
It was reported that prior to a stent placement procedure, the stent was detached in the sheath, when removing from the protective sheath. It was further reported that the sheath was removed and the procedure was completed using another device. There was no patient contact.